Event description:
This report addresses the issue of leak due to disconnection. The customer contacted baxter's technical service center to report an issue of disconnection while on home choice (hc) device during dwell 1 of 4. The home patient (hp) stated that the heater bag got disconnected. The hp had already disconnected from the hc device. The baxter technical representative (tsr) assisted the hp with end therapy early procedure and remove cassette. The hp stated that she will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance received a call from the home patient (hp) who stated that the bag must have disconnected sometime during the night . When she woke up she found solution on the floor and found that the bag had disconnected from the line. The hp was sure that she had a tight connection when she set up the therapy the previous night and did not know what caused this issue. The hp had discarded the supplies and lot number was unavailable. The hp was advised that if such an event were to reoccur she should track and hold the supplies from evaluation. The hp is continuing therapy without any issues at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Since the lot number is unknown, no batch review will be performed. The reported issue of leak was not confirmed and cause was undetermined.